Manufacturer narrative:
Correction: (B)(4).

Event description:
It was reported the patient's implantable neurostimulator (ins) was removed because they "never had a therapeutic effect." Additional information stated, the patient had ¿expressed the system was made of bugs that were crawling all over her body.¿ it was noted ¿the complaint was made when the stimulation was off.¿ a supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID 3888-56 lot# v932600, implanted: 2012 (B)(6), product type lead product ID 3986a70 lot# n355771, implanted: 2012 (B)(6), product type lead product ID 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID 3708220 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).